Event description:
It was reported than an adverse event occurred. On (b)(6) 2026, at approximately 2:30 PM, the patient was playing with her dog when she suddenly lost consciousness. The patient stated that she was unsure whether she had received or noticed any alert notifications from her Dexcom app or Tandem pump, as she had been focused on playing with her dog prior to the incident. She regained consciousness around 4:30 PM but was unable to move due to severe lightheadedness and dizziness. At approximately 6:00 to 7:00 PM the same day, she was able to reach her phone and call 911 for assistance. When the paramedics arrived they were unable to enter the residence until approximately 8:30 PM because the door was locked. Once inside, a fingerstick was taken and the CGM reading was 44 mg/dL, and the blood glucose reading was 40 mg/dL. The patient reported that there was blood on the floor because her ankle had become severely injured, reportedly ¿separated from the leg¿. The patient was brought to the hospital. No further information regarding treatment for diabetes was reported, but at the hospital, the patient underwent surgery. The surgeon implanted a plate and screws and applied an external fixator to stabilize and support the injured leg. Following treatment and recovery, the patient was discharged and returned home on (b)(6) 2026, fully recovered from the surgery. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.